Event description:
The manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that his throat is dry, and he has nasal allergy; and suspected that this incident is associated with the usage of the device. The device was replaced by a new CPAP device on 15 nov 2023. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is quite noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Previously reported as "the manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that his throat is dry, and he has nasal allergy; and suspected that this incident is associated with the usage of the device. The device was replaced by a new CPAP device on 15 nov 2023. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is quite noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." In this report, section box b: adverse event or product problem (describe event or problem) as "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged that his throat is dry, and he has nasal allergy; and suspected that this incident is associated with the usage of the device. The device was replaced by a new CPAP device on 15 nov 2023. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The device has been scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed", box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers ((device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, remedial action init, recall (z) number) have been corrected/updated.

Manufacturer narrative:
The manufacturer received information from hongkong in relation to a remstar auto a-flex unit. The patient alleged that his throat is dry, and he has nasal allergy; and suspected that this incident is associated with the usage of the device. The device was replaced by a new CPAP device on (B)(6) 2023. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is quite noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, these sections: describe event or problem (b5), and reporter country have been updated.

Event description:
The manufacturer received information from hongkong in relation to a remstar auto a-flex unit. The patient alleged that his throat is dry, and he has nasal allergy; and suspected that this incident is associated with the usage of the device. The device was replaced by a new CPAP device on (B)(6) 2023. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is quite noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.